Event description:
On (B)(6), 2023, this patient on peritoneal dialysis (pd) reported they had an infection on (B)(6), 2023 requiring outpatient antibiotic therapy on (B)(6), 2023. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call, a pd nurse familiar with the patient stated that on (B)(6), 2023, the patient was seen in the outpatient pd clinic for symptoms of abdominal pain. The patient had a pd culture obtained (on the same day) which had no organism growth and an elevated white blood cell (wbc) count (result not provided). The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin and ceftazidime (per clinic protocol) on an outpatient basis. The patient recovered from the peritonitis event and continues pd treatments with the same cycler without any further reported issues. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was associated with touch contamination during the pd exchange.